Manufacturer narrative:
The vascade mvp device was not returned to haemonetics for evaluation.the cause of the reported event cannot be determined. However, as part of the investigation, staff consulted with the physician, who provided their assessment and comparison with similar recent cases. The physician believed that the 6fr short sheath has a puncture site that is too narrow, and when collagen swells, there may not be enough space to remove the device.

Event description:
A patient underwent a catheter ablation procedure for treatment of paroxysmal supraventricular tachycardia (psvt) using the vascade mvp device with a 6 fr short sheath. Approximately 40 seconds after collagen deployment, resistance was encountered when attempting to remove the device, and it became lodged at the puncture site. Two psvt ablation procedures were performed consecutively by the same physician on the same day; this event occurred during the second case. In the first case, resistance was also noted, but the device was successfully removed after several traction attempts under local anesthesia. In the second case, due to inability to remove the device with traction, a small surgical incision at the puncture site was required, and the device was removed using a scalpel under local anesthesia. A total of three sheaths were used across the procedures: one 8.5 fr sl sheath and two 6 fr short sheaths. The device deployed at the 8.5 fr sheath access site was removed without difficulty. In contrast, both 6 fr short sheath access sites were associated with difficulty during device removal.